Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed and caused by a damaged encoder sensor which has lifted from the pcb causing an absences of encoder signals. The motor assembly was replaced due to the cracked encoder sensor.